Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastric sleeve surgery, the device started to fire and acted like it was going to when the motor started going, but the knife blade deployed and staples were laid and it would not go any further. The green button was active and blinking and stapler went into the firing mode. A new reload was opened and used to complete the procedure. There was no patient injury.